Event description:
Caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Cts confirmed occurrence of cartridge alarms with consecutive cartridges and resolved to replace the pump, although the caller is out of warranty and is in the process of obtaining a new pump. Additionally, the caller currently has an out-of-warranty loaner pump.